Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the healthcare provider (hcp) performed a catheter replacement on (B)(6) 2024. The new catheter tip was repositioned to a new location within the spine in hopes of providing better pain coverage. The original catheter was destroyed during explant and the facility disposed of it. There were no visible causes of the previous failed catheter dye study. The new catheter was placed without incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the catheter remains implanted and the revision had not yet been scheduled.

Event description:
Additional information received reported that the cause for the inability to aspirate and the volume discrepancy was not determined. The event is not yet resolved to the reporter's knowledge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was unknown. It was reported that the doctor performed a catheter dye study due to a volume discrepancy at a pump refill and a loss of effective therapy reported by the patient. The doctor could not aspirate the catheter and the procedure was terminated. A catheter revision was planned but, at the time of this report, not yet scheduled. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient never felt the pump shift or flip within its pocket. At the time of this report the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.